Event description:
A report was received that the patient was experiencing charging difficulties. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old ipg was explanted and was replaced. The patient was doing well post-operatively. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing charging difficulties. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing charging difficulties. The patient will undergo a pocket revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge within the typical ipg battery depletion rate. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.